Event description:
The daughter of a (B)(6) female pt, contacted zoll lifecor customer support to report that mother was receiving "adjust belt" messages and was unable to get them to stop with troubleshooting suggestions. The pt's electrode belt was replaced.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (check/adjust belt messages) has been confirmed. Upon receipt the electrode belt was found to be damaged between ECG c and ECG d. The cable was cut between the two nodes. The root cause of the damaged cable cannot be positively identified. No adverse event resulted from the damaged cable. The pt rec'd a replacement electrode belt.